Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter, the tracheostomy tube did not have the desired dimensions, causing respiratory distress in the patient upon insertion. An emergent tracheostomy tube change was required. No adverse effects to patient reported.